Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to their clinic for their post implant follow-up. Upon review, this right ventricular (rv) lead exhibited low amplitudes and high thresholds. A revision surgery was scheduled to reposition the lead. Additional information was received that prior to the revision surgery a fluoroscopic image indicated a micro-dislodgment of the lead. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.